Event description:
It was reported that the docker power cord appeared to be melted. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. The technician discovered that the power cord had been replaced with an unauthorized non-stryker power cord. Upon speaking with the facility's biomed department, it was learned that the original power cord appeared to be melted so the biomed department performed an unauthorized repair and replaced the cord assembly. The stryker technician replaced the unauthorized power cord and returned the docker to use.